Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise oversensing leading to intermittent pacing inhibition was detected on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.